Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5 12.1 implantable collamer lens of -3.00 diopter into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a same mode size lens but different diopter due to refractive surprise. The exchange lens resolved the problem. Cause reported as user error and the device did not fail to perform.